Event description:
It was reported that during procedure, the viperwire advance coronary guide wire was used with the diamondback 360 coronary orbital atherectomy device (oad) for treatment of lesion with heavy calcification, heavy tortuosity and 90% stenosis in right coronary artery (rca) number three. The viperwire was advanced to the number four posterior descending artery (pda), and the oad was delivered to the lesion on glideassist mode using an unspecified guide extension catheter. Atherectomy was to be performed from distal to proximal, therefore, the oad was advanced distal to the lesion. The oad guide wire brake was pushed down and low-speed mode was turned on. However, the oad driveshaft tip suddenly jumped distally and came in contact with the viperwire spring tip, resulting in fracture of the viperwire. Since the lesion was in number four peripheral blood vessel, it was difficult to retrieve the fragment. The physician also considered the potential risks associated with retrieving the fragment and decided to leave it in situ. A new viperwire was used to continue, and atherectomy was performed without issues. The procedure was completed without further complications.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known. The viperwire advance guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during procedure, the viperwire advance coronary guide wire was used with the diamondback 360 coronary orbital atherectomy device (oad) for treatment of lesion with heavy calcification, heavy tortuosity and 90% stenosis in right coronary artery (rca) number three. After wiring the vessel with an unspecified wire, the wire was exchanged for a viperwire. The viperwire was then advanced to the number four posterior descending artery (pda), and the oad was delivered to the lesion on glideassist mode using an unspecified guide extension catheter. There was moderate viperwire bias. There was resistance while delivering devices. Atherectomy was to be performed from distal to proximal, therefore, the oad was advanced distal to the lesion. The oad guide wire brake was pushed down and low-speed mode was turned on. However, the oad driveshaft tip suddenly jumped distally and came in contact with the viperwire spring tip, resulting in fracture of the viperwire. The operator was not advancing against resistance when the oad crown jumped. An approximately 2.5 cm fragment remained in distal fourth perforating artery of the deep femoral artery (4pd). Since the lesion was in number four peripheral blood vessel, it was difficult to retrieve the fragment. The physician also considered the potential risks associated with retrieving the fragment and decided to leave it in situ. No additional medical interventions were performed. A new viperwire was used to continue, and atherectomy was performed without issues. The procedure was completed without further complications.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported unintended system movement that caused damage to another device appears to be related to operational context. In this case, it is possible that the crown jumping and resulting damage to the guide wire is due to device placement or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, d4, d9, g3, g6, h2, h6. Correction: d4-catalog #. H6: codes 4118, 3233, and 11 no longer apply. H10: the viperwire advance guide wire referenced in b5 is filed under a separate medwatch report number.